Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. Due to the device not being returned, a root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During an arthroscopic meniscal repair procedure utilizing the fast-fix 360 curved ndl delivery sys, it was reported that the second implant (t2) of the third device failed to deploy. The first two fast-fix devices were successfully implanted. An arthroscopic scissor was required to cut the suture, leaving the implant in the patient unsupported. This was a medial type of meniscus repair, and the surgeon used a contralateral portal approach on the red/white area of the meniscus. A back-up fast-fix was used to complete the procedure. There were no reports of patient injuries or complications.